Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the tubing was caught between the baby's toes and broke just below the hub where the catheter is joined. The customer further reports that betadine was used to clean the skin and the area was completely dried prior to insertion. The customer reports that it was not difficult to handle during insertion. The uvc was not difficult to secure and was secured with tape. The uvc was inserted on (B)(6) 2014 and was inserted in the umbilical. The uvc was used for continuous use. The uvc was removed (B)(6) 2014 and was replaced with the same model. There was no harm to the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).